Event description:
Pump alarm 20 was reported during pumping, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was unable to load a new cartridge successfully as the alarm recurred, and a replacement pump was arranged by technical support. The customer was provided instructions on using storage mode and was advised to return the problematic pump with a pre-paid label. Mdi therapy will serve as a temporary backup.